Event description:
It was reported that a balloon rupture occurred. A 10/2.75 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.